Event description:
On 10-mar-2026, a sales representative reported via email that a 3021-040 mdshaft sup clav plate, 6 hole experienced an issue in which the screws stripped through the plate hole, resulting in stripped threads within the plate. The affected 3021-040 mdshaft sup clav plate was removed from the patient. The issue was discovered during a clavicle fracture procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 23-mar-2026: during implantation, an issue occurred involving the plate, although the specific plate hole is unknown. The plate had already been secured with bb-taks at the time of the event. Two ar-8935l-xx locking screws of unknown lengths were affected. Both screws were removed from the patient, and no portion of the instrument or implant broke off in the surgical site. The procedure was completed successfully using shorter 8014-xxx cortical locking screws, and no additional implants were required. The bone socket for implant insertion was prepared with a 2.5 drill. There was no reported case delay, no additional anesthesia administered, and no adverse patient effects.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.